Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of customer provided image was performed by a regulatory post market surveillance (rpms) analyst. The image did not depict obvious damage on the cable. Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and the grip cable was found to be from its normal position at the distal idler pulley. The cable was not broken. The probable root cause of a derailed grip cable is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure.